Event description:
A device tracking form was received by the manufacturer which indicated that a pump exchange was performed with the cause of the exchange being "service exchange, pump malfunction." No further information is available.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.